Event description:
The pt tumbled down and allegedly dislocated hip. When revision surgery was performed, the surgeon found that the liner allegedly had disassociated completely. So, he asked to check the liner and report to him.